Event description:
During a laparoscopic gastric bypass procedure, when firing for the third or fourth time, the firing handle jammed partway through the firing cycle and a partially formed staple line was visible. Instrument was reloaded and the same thing happened. Another instrument was opened and fired without incident. Near the tissue where the problem happened, some fully open, unformed staples were observed. There was no patient consequence.